Event description:
On (B)(6) 2025, the patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) device system. During the procedure, left lower extremity ischemia was reported caused by prolonged procedure time due to difficulty catheterizing the final portion of the celiac artery. A left leg fasciotomy was performed. The procedure was completed and reintervention to complete the procedure (stenting of the celiac artery) was planned for a later date. A type ic endoleak remained from the non-stented celiac artery. On (B)(6) 2025, the patient presented back to the or for left lower extremity fasciotomy washout and closure. On (B)(6) 2025, the reintervention was performed to complete treat the type ic endoleak. Stenting of the celiac artery was successful. On (B)(6) 2025, left leg compartment syndrome was reported. Left lower extremity irrigation and debridement were performed. Negative pressure wound vac therapy was also performed. On (B)(6) 2025, left lower extremity black sponge wound vac therapy was performed. On (B)(6) 2025, left lower extremity irrigation, debridement, and washout were performed. On (B)(6) 2025, the patient was discharged.

Manufacturer narrative:
D.4. Device information: the device lot/serial number has not been provided to gore. Therefore, device information remains unknown. H.4. Device manufacture date: as the device lot/serial number remains unavailable, the device manufacture date is unknown. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D.4. Device information: the device lot/serial number was provided. Therefore, the device information section was updated. E.1. Initial reporter: state added h.4. Device manufacture date: as the device lot/serial number was provided, the device manufacture date was added. H.6. Medical device problem code: code a150205 added. H.6. Type of investigation: code b22 updated to code b14. H.6. Investigation findings for analysis of production records: code c20 updated to code c19. H.6. Investigation findings for analysis of production records: code c19 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. H.6. Investigation findings for communication/interviews: code c21 updated to code c19. H.6. Investigation conclusions: code d16 updated to code d1002. H.6. Investigation conclusions: code d1001 added. H.6. Investigation conclusions: code d12 added. According to the gore® excluder® thoracoabdominal branch endoprosthesis instructions for use, potential device and procedure-related adverse events and complications that may occur with the use of the gore® excluder® thoracoabdominal branch endoprosthesis, or in any endovascular repair procedure, which may or may not require intervention include, but are not limited to, endoleak, extremity ischemia or neurologic complications (e.g., nerve injury, claudication, buttock, or lower limb), reoperation/reintervention, and surgical intervention/conversion.